Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with a pericardial effusion. Diagnostic imaging was performed and a cardiac perforation was observed in the right ventricle. A right ventricular (rv) lead was implanted four days prior which caused the cardiac perforation in the right ventricle. The rv lead was repositioned successfully and further medical intervention was not performed. The patient was stable and will continue to be monitored.